Event description:
Customer facility reports that tip broke while closing a subcuticular skin incision. There are no reported adverse consequences to the patient related to this event.

Manufacturer narrative:
Date sent to FDA: 03/18/1999. D3, h6 - although product was stated to have been available to MFR and forwarded to a decontamination process, no product was returned from the decontamination process which would match this event.

Manufacturer narrative:
F6-date user facility became aware is unknown.